Manufacturer narrative:
A request was made for an interview with the treating clinic to obtain additional info regarding the injury. Eighteen sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot was produced under normal conditions. There are no other similar complaints for this lot in our worldwide complaint database. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. No conclusion can be drawn.

Event description:
Info received from our (B)(4) affiliate. On (B)(4) 2010, our sales rep reported that a pt was diagnosed with a corneal epithelial abrasion. The eye clinic was contacted on (B)(4) 2010 for additional info. The pt purchased 1-day acuvue trueye contact lenses, narafilcon a. About 2 months prior to the consultation. Narafilcon (a) lenses are not marketed in the u.s. The pt reported that on the day prior to the event, the pt had difficulty removing the contact lenses (cl). On the day of the injury, the pt reported pain following contact lens (cl) insertion. The pt continued to wear the cls for about an hour and the pt removed the lens due to pain. The pt was seen at the clinic on the following days: (B)(6) 2010. The pt was diagnosed with corneal epithelial abrasion od. The entire od cornea was affected except for about 2 mm in the limbal area. The injury was not cultured. The pt was treated with hyalein, cravit and odomel 0.05% eye drops. On (B)(6) 2010, the pt still had slight, diffuse, corneal erosion. The pt was instructed to discontinue cl wear and to return to the clinic "soon afterwards," but the pt was not seen until (B)(6) 2010.